Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd phaseal¿ optima injector separated from the phaseal connector during the ivf infusion. The following information was provided by the initial reporter: "phaseal optima connector & phaseal optima injector came disconnected from one another while ivf were infusing. Connector and injector were not clicking all the way in to place, the connection was loose".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ optima injector separated from the phaseal connector during the ivf infusion. The following information was provided by the initial reporter: "phaseal optima connector & phaseal optima injector came disconnected from one another while ivf were infusing. Connector and injector were not clicking all the way in to place, the connection was loose"

Event description:
It was reported that the unspecified bd phaseal¿ optima injector separated from the phaseal connector during the ivf infusion. The following information was provided by the initial reporter: "phaseal optima connector & phaseal optima injector came disconnected from one another while ivf were infusing. Connector and injector were not clicking all the way in to place, the connection was loose"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.